Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose (bg) levels due to a bent, crimped cannula described as an elbow-type bend on the sixth day of product use. The patient had a current bg value of 420 mg/dl. To address the high bg, the patient took a bolus through their insulin pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.